Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient experienced the following on account of his asr hip implants: pain; discomfort; fatigue; swelling; and difficulty standing and walking. Patient is bi-lateral right hip: doi: (B)(6) 2009 dor: none indicated. Left hip: doi: (B)(6) 2009 dor: none indicated. Patient is a resident of (B)(6). Update: 8/17/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation update: 1 oct 2014 - der rcvd. (Right) added surgeon name, activity level, dor, sales rep info, sleeve and added raised metal ion levels as a reason for revision. Update: 9/7/2015 medical records received. After review of the medical records for MDR reportability, the (unknown) stem and taper sleeve are being added to the complaint for the high metal ions reported. No labs were provided. This complaint was updated: 10/2/2015.